Event description:
The reporter indicated that he had been unable to establish communication with a vns patient generator. Troubleshooting steps were performed and the issue was associated with the site's (B) (4) x5 hand held computer. The device was returned to the manufacturer for analysis and reported event was confirmed. During the analysis, it was identified that a wire within the device's serial adapter cord had become unsoldered from the connector plug causing the issue. Device functionality was restored once the wire was resoldered onto the connector plug. Although a root cause for the wire break is unknown, it is most likely associated with mishandling of the serial cable. No further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.